Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 12 and associated fault ID, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for storage mode and return of problematic pump within specified timeframe, confirmed shipping details, and advised customer to re-enter pump settings and reconnect continuous glucose monitor once replacement pump was received.